Manufacturer narrative:
Batch review performed on 15-apr-2021: lot 2008855: (B)(4) items manufactured and released on 03-nov-2020. Expiration date: 2025-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Another device involved: batch review performed on 15-apr-2021: reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 2003385: (B)(4) items manufactured and released on 03-jul-2020. Expiration date: 2025-07-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
Revision surgery performed due to shoulder recurrent luxation (glenosphere from the liner) 14 days after primary surgery. The ø36/+0mm liner was revised with ø36/+3mm. The surgeon, after the first shoulder luxation, performed a closed reduction and did not revise any implants, but the shoulder luxated again after a few days and the revision surgery was necessary.